Event description:
The customer reported that the telemetry transmitter is making a humming noise and the battery is draining quickly. The issue was reported to him by a nurse. They have swapped out the telemetry unit and taken this one out of service. Ron stated he swapped the batteries, but the unit is not holding power for very long and requires frequent battery replacement. Not in patient use.

Manufacturer narrative:
The customer reported that the telemetry transmitter is making a humming noise and the battery is draining quickly. The issue was reported to him by a nurse. They have swapped out the telemetry unit and taken this one out of service. Ron stated he swapped the batteries, but the unit is not holding power for very long and requires frequent battery replacement. Not in patient use. Investigation conclusion: evaluation of the returned unit confirmed signs of liquid exposure and internal contamination, including damage near the battery connector. The unit was scrapped due to fluid intrusion. The replacement unit passed qc prior to shipment. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Central nurse's station. Model: ni. Sn: ni. Multiple patient receiver. Model: ni. Sn: ni. Additional information: b4. Date of this report. D9. Device available for evaluation. G3 . Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3 . Device evaluated by manufacturer. H6 . Event problem and evaluation codes. H11. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the telemetry transmitter is making a humming noise and the battery is draining quickly. The issue was reported to him by a nurse. They have swapped out the telemetry unit and taken this one out of service. Ron stated he swapped the batteries, but the unit is not holding power for very long and requires frequent battery replacement. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 12/08/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Central nurse's station: model: ni. Sn: ni. Multiple patient receiver: model: ni. Sn: ni.

Event description:
The customer reported that the telemetry transmitter is making a humming noise and the battery is draining quickly. The issue was reported to him by a nurse. They have swapped out the telemetry unit and taken this one out of service. (B)(6) stated he swapped the batteries, but the unit is not holding power for very long and requires frequent battery replacement. Not in patient use.